Manufacturer narrative:
PMA/ 510(k): k926214. (B)(4). The actual sample was received for evaluation. Visual inspection revealed that part of the urethane layer had been separated from the core wire and inverted inside out in the distal direction. Visual inspection of the distal section revealed that the urethane layer on the distal section had inverted inside out approximately 80mm in length; the core wire was exposed approximately 50mm in length. Four specific points on the distal sections called a, b, c, or d were inspected with ccd and sem and revealed: point a. Some abrasions had been generated on the surface; the distal end appeared to have been stretched and torn off. Point b. Some abrasions had been generated on the surface; some holes had been opened in the urethane layer. Point c. The urethane layer had been elongated by 30mm in length; no abrasion was observed on the surface. Point d. The shaft had been deformed; no abrasion was observed on the surface. Two specific points called e and f on and around the urethane-missing section were inspected with ccd and sem and revealed: point e. The urethane layer had inverted inside out; the core wire was exposed; no scratches were observed on the core wire surface. Point f. Urethane outer layer had been separated; the core wire was exposed; no scratches were observed on the core wire surface. Two specific points called g and h on the area proximal to the urethane-missing section were inspected with ccd and sem and revealed: point g. The distal end of the urethane coating seemed to have been torn off; some abrasions had been generated in the circumferential direction; a part of urethane layer had been stretched; the core wire was exposed. Point h. Some abrasions had been generated consecutively on the surface; the core wire was not exposed. X-ray fluoroscopic inspection of the distal section revealed that the original distal end of the actual sample was underneath the inverted urethane layer. Magnifying inspection of the distal fracture section revealed that the original distal end of the actual sample was seen inside the inverted urethane layer; the fracture end of the urethane layer had been stretched partially; the core wire was confirmed to be intact on the fluoroscopy. No missing portion was found. Based on the state of the actual sample, it was not clarified whether there was some missing portion in the urethane layer. Magnifying inspection of the distal fracture section revealed that the original distal end of the actual sample was seen inside the inverted urethane layer; the fracture end of the urethane layer had been stretched partially. The outer diameter of the actual sample was measured on the intact section and confirmed to meet the manufacturer specifications. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. IFU states: do not slip a tightened up torque device or y-connector over the wire, as this may result in damage to the wire. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not manipulate the guide wire m through a tightened up rotating hemostasis valve, as this may result in damage to wire based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that while the actual guidewire sample was being manipulated, the urethane layer came into contact with (or was trapped by) the concurrently used device and became damaged. Subsequently, when the actual sample was pulled in the withdrawal direction, the damaged section of the urethane layer became separated from the core wire, inverted inside out, and rolled up in the distal direction. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the procedure for a patient with chronic dissecting aneurysm. During angiogram after placing additional stent graft, the actual guidewire became mislodged between the edge of stent graft and stent marker. Pulling forcefully could not release it. The guide wire was retrieved from the femoral artery successfully. The patient's full body was examined under fluoroscope and no residues were confirmed. The procedure was completed successfully. The final patient impact was not reported.